Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient via remote transmission. Review of transcripts revealed atrial lead noise. The lead was capped and replaced on (B)(6) 2020. Patient was stable post procedure.